Event description:
The complainant reported that the physician was performing a therapeutic ercp procedure on a patient (age and gender unknown). It was indicated that during the procedure the trapezoid's basket would not operate and would not extend and retrieve properly. The clinician was unable to remove the stone from the patient's common bile duct. The pt was then taken to surgery where a stent was placed in the patient; later another ercp was performed where the stone was successfuly removed from the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant was contacted in an attempt to obtain additional event and patient information. The complainant reported that the event occurred "months ago", and that no other information is remembered of the event details.